Manufacturer narrative:
Product ID 8731, lot# b000078n11, implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
There was suspicion that the pump was not working as the patient was not getting any relief and his pain was at an extremely high level. It was indicated that the issue had started a couple of days prior to report. No pump alarms had been heard, though it was stated that the patient was hard of hearing. It was also noted that the patient had not had any falls, trauma, or missed refills. The patient¿s prior refill had occurred 24 days earlier. Contact with two healthcare providers was attempted, but neither attempt had been successful. In addition, there had been no option to speak with an on-call doctor. The reporter inquired about other doctors in the area that work with the pump. The device system was being used to deliver clonidine and morphine. There had been no known interventions performed, the cause of the event was unknown, and the event had yet to resolve as of the previously reported information. Further follow-up was requested to obtain additional information.